Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information rec'd. Based on the review of medical records, the pt underwent hernia repair with kugel patch in 2002. During the repair the small bowel was identified as being adhesed to the hernia sac. In (B)(6) 2003, the pt experienced nerve block however no further information of this office visit was found in medical records. Between the period of (B)(6) 2003 and (B)(6) 2004 the pt had multiple complaints of pain. Pt was seen in an office visit on (B)(6) 2003 and was advised that pain could be due to previous back injury and discomfort may not be from hernia repair. The pt was admitted to the hospital on (B)(6) 2003 for pain and discharged three days later. The pt was then advised to go to a pain management clinic where he was seen approx six times between (B)(6) 2004. Anesthetic injections were administered. On (B)(6) 2004 the pt underwent exploration of abdominal wound and removal of kugel mesh. A large hematoma was noted and evacuated. Pt was admitted to hospital for pain and aspiration of left abdominal wall for cell block on (B)(6) 2004. During the period of (B)(6) 2006 the pt was seen approx seven times with complaints of pain at a clinic. Based on review of medical records, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of mesh. No lot number was provided and the review of the medical records did not indicate a device related issue. Furthermore it should be noted that the pt had a previous back injury which was noted by surgeon as possible cause of multiple pain complaints. No conclusion can be drawn at this time.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2002 - pt underwent hernia repair with kugel hernia patch. The small bower was identified as being adhesed to the hernia sac. On (B)(6) 2003 - pt is experiencing pain which appears to be in mesh area however a previous back injury could be cause, recommended to see pain center. On (B)(6) 2003 - pt was admitted to hospital for pain control. Discharged on (B)(6) 2003. On (B)(6) 2004 - pt underwent exploration of abdominal wound and removal of kugel mesh. On (B)(6) 2004 - pt admitted to hospital for pain on left side and aspiration of left abdominal wall for cell block.